Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the pt said that the adhesive of the product tears up his skin when he takes it on and off. There is a nurse that visits once a week that has seen it and there have been open sores. It's unclear if lot number was requested. Used with male wicks. Unclear if medical intervention was provided. No additional information provided. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the pt said that the adhesive of the product tears up his skin when he takes it on and off. There is a nurse that visits once a week that has seen it and there have been open sores. It's unclear if lot number was requested. Used with male wicks. Unclear if medical intervention was provided. No additional information provided. No medical intervention was reported.